Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. A visual inspection was performed and the reported issue was confirmed. A possible root cause for the reported issue is customer misuse. The process is running according to product specifications meeting quality acceptance criteria. We will keep monitoring the process for any adverse trends that require immediate attention. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the ng tube was placed and confirmed placement via x-ray. The tube was able to be flushed prior to removing stylet. Post x-ray, upon stylet removal, rn flushed tube for an easy stylet removal and the tube kinked at the 20cm mark.